Manufacturer narrative:
Review of the manufacturing records of the involved lot was performed and indicated that it was manufactured in accordance with company specifications. No failure was indicated in the original procedure or in the explant at the time of revision. Explant was not returned for investigation. Two attempts were made to contact the surgeon to obtain additional clinical information regarding the revision surgery with no response. Based on the available information which indicated use of two pedicle screws and two 50mm fusion rods, it is believed that the reason for the revision surgery was adjacent level disease and that the reported case is not device related. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional information becomes available, a supplemental report will be filed.

Event description:
The company was informed of a revision case for the tops system in the us. No information was provided regarding the original procedure. In the revision surgery, the tops motion implant was removed and patient was fused. The original screws remained in-situ.